Event description:
It was reported that a cot dropped with a patient onboard. No adverse consequences were reported.

Manufacturer narrative:
The service technician visited the account in an attempt to examine the cot, but the cot was unavailable. The customer reported that when the cot was unloaded, it hit the bumper, causing the legs to not lock.